Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism had tissue was noted in the helix housing. A laboratory technician tested the helix mechanism and found it was nonfunctional, confirming the clinical observation. It was noted that if the tissue was on the helix mechanism during insertion this could affect sensing and pacing, but this was not confirmed. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
--

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during a new implant procedure when position this right ventricular (rv) lead pacing was not captured but could be captured with 8v. When attempting thresholds testing in different locations the issue with capture was not resolved. The lead was removed and tissue was seen tangled in the helix mechanism thus a new lead was used. The lead will be returned. No adverse patient effects were reported.